Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes made an incorrectly inserted infusion set contributed to line blocked alarms, which resolved after the infusion set was replaced. There was patient involvement, and no patient injury.